Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0khg5, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient¿s lead was kinked and twisted many times as a result from the battery being unstable in the patient¿s pocket. The patient felt uncomfortable stimulation in their hip and down their leg. The patient¿s lead was explanted and replaced with a new lead. It was also noted that the patient experienced pain at the pocket site and the ins kept flipping in the pocket. The patient was reported to be alive with no injury. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information from the manufacturer representative indicated that the kinked lead was due to the ins flipping in the pocket and abnormal impedances were observed. It was reported that a full system revision was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.